Event description:
The customer reported that prior to taking the pt for a walk, the battery test button on the css console was depressed and indicated a low console battery condition. The pt was switched to a backup css console. There was no pt impact. This alleged failure mode poses a low risk to the pt because batteries are a redundant system on the css console, and it did not negate the ability of the css console to perform its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be reported in a supplemental MDR.